Manufacturer narrative:
(B)(4). Batch # unk. Photo analysis: this is an analysis of two photos submitted to ethicon for review. During the visual analysis the following was observed: the photos show the damaged bag of the endopouch retriever spec bag product with a surgical clamp inside. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 267a34/pouch and no non-conformances related to the reported complaint condition were identified. Additional information was requested, and the following was obtained: could you please confirm, did any part of the torn pouch fall into the patient? If so, was the part retrieved? Yes, the small part that you can see pictured fell off into the patient and was retrieved immediately, the surgeon was satisfied that no further foreign bodies remained.

Event description:
It was reported that during a laparoscopic cholecystectomy, the pouch was deployed to retrieve the gallbladder. Upon attempting to pull the bag through the 12mm port incision the bottom of the bag opened up (failed) and the gallbladder fell back in to the abdomen. Upon visual inspection it appears that a small oval section of the bag parted and crated a hole. Surgery was delayed 5 minutes. The faulty product removed and replacement pouch used without further event. The procedure was completed successfully. There were fragments generated. There were no patient consequences.